Event description:
Patient involved was prepped for surgery. A tourniquet was placed on the left thigh and attached to the machine with pressure set to 300, but not inflated. At approximately 40 minutes into the procedure (incision time 0944), the surgeon requested that the tourniquet be inflated. The tourniquet displayed that it was already inflated and had been for 40 minutes. All individuals associated with the procedure denied hearing the tourniquet inflate as well. Tourniquet was deflated at that time. The device was removed from service. It was checked by the biomed department, but they were unable to replicate the issue.